Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a cubie pocket in the half-height cubie drawer 5-1in row e did not release. A field service engineer was able to remove the cubie pocket from the row board manually. After removing the cubie pocket and rebooting the device, the user indicated that the cubie pocket was not there and unloaded and deleted the cubie pocket. The user then inserted a new cubie pocket, and it tested fine. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary user cannot eject the failed cubie. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.